Event description:
It was observed during the device evaluation, the gastrointestinal videoscope was found to have foreign objects at the air water cylinder and air water channel. In addition, the adhesives at the objective lens, light guide lens and bending rubber have corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - a probable cause for the foreign objects to remain at the air water channel / air water cylinder could not be determined. - a probable cause for the corroded adhesives could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.